Event description:
Reported false positive flu b result for 1 symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation summary: to be determined. Root cause: to be determined. Source: email. Additional information will be included in a follow-up report upon completion of the pending investigation.

Manufacturer narrative:
Additional information: b4- added date for follow-up h6 - added code 213 to investigation findings, code 67 to investigation conclusions, and codes (4110, 4106, 11, 4112, 3331) to the type of investigation as it is now complete. Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate with retains. Source: email.